Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the current leakage was inadequate due to damaged outer tube. And the image was not displayed due to broken charged coupled device unit. However, the most probable cause for broken and kinked charged coupled device unit was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited broken and kinked charged coupled device unit, inadequate current leakage and no image. There was no patient involvement.